Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that there was no capture on the left ventricular lead and unwanted stimulation of the atrium was observed. Dislodgement of the left ventricular lead was suspected. The left ventricular lead was explanted and replaced. The patient suffered no consequences and was stable during and after the procedure.